Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at the filter area. No adverse effects to patient reported.